Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a procedure for a cystoscopy and removal of bladder stones. The patient was anesthetized, the cystoscopy was performed and the stones were visualized. The nforce nitinol helical stone extractor was the device to be used to remove the stones. The mhra report states that two individually wrapped baskets were used from the same lot but both were defective and the stones were unable to be removed. Forceps were utilized but were not suitable for the task and the stones were not removed. The mhra report further states that runners were sent to another facility to retrieve another basket but there were no further baskets in stock. At this point the case was abandoned and the patient was woken up. It was stated that the stones were left in the bladder and no further information was provided regarding the patient follow-up. In the mhra report, it was further stated that more baskets were ordered. Further information in the mhra report shows: ¿25/11/16:3 dormia baskets kept in stock, on this occasion 1 dormia basket used, it functioned properly, further dormia basket required, when presented to the clinical team it functioned on test partly ie the basket would open, but then unable to retract(close) last stock basket presented the same occurred. Both faulty packaging and devises returned to theatre stores person, to be returned to the supplier.¿

Manufacturer narrative:
Investigation - evaluation: a review of device history record, quality control, specifications, documentation, and complaint history was conducted during the investigation. The complaint device was not returned, therefore physical examination of the device by the quality engineering and/or engineering departments could not be performed. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. In addition, review of device history record did not observe any non-conformances that may have contributed to this incident. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue or if the packaging had been damaged in transport. Shipping, handling, and/or storage of the complaint device could have contributed to the failure mode. Based on the provided information, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.